Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by nurse practitioner that the patient had been hospitalized in the intensive care unit (ICU) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 918 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, illness, incoherence and inability to communicate at the time of reporting. The patient was being treated with an insulin drip and pod was removed and discarded at the hospital; it was additionally reported that the cannula did not deploy on the pod as it was not visible upon removal, which indicates the occurrence of a needle mechanism failure. Nurse was not comfortable providing additional details and good faith attempts to obtain further information from patient were not successful.